Manufacturer narrative:
Product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient mentioned there is oozing under their bandage at the incision site and they also think they might have an infection due to the pain and burning. The next day, patient said their back is hurting a lot where the incision site and said their vaginal area is very sore. No device issue was reported and no further patient complications have been reported as a result of this event.